Event description:
The user facility reported to terumo cardiovascular systems corporation, that prior to cardiopulmonary bypass, during prime, the oxygenator leaked below the gas outlet. The leak was noticed 3-5 minutes after priming began. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusion: conclusion not yet available - evaluation in progress. Product identifier: 45009. Unit gtin code: (B)(4). Level 5 code: (B)(4).